Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's lead was fractured during a revision procedure (MFR report #: 3006630150-2013-02293). The patient underwent a lead replacement and was doing well following the procedure.